Event description:
Customer's daughter reported via phone call that the insulin pump has not been working and had not been replaced yet. Blood glucose value is unknown. Customer's daughter was informed that the order was placed. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had failed battery test alarm due to corroded battery tube. It was unable to perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, selftest, unexpected restart and all operating current tests due to failed battery test alarm. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. See manufacturer report number 2032227-2015-19789.